Manufacturer narrative:
(B)(4).

Event description:
The patient reported an infection at ins (stimulator) and drainage. The infection was at the ins incision site. Symptoms reported were she had oozing and then it burst. Event date for infection was (B)(6) 2015 and seroma in (B)(6) 2015. It was within the same couple days after surgery on (B)(6) 2015 after the infection burst. The interventions taken to resolve the infection was oral antibiotics. It was noted left whole system in and did not remove any part of system. The indications for use for this patient was gastrointestinal/pelvic floor.